Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose (bg) levels 409-537 mg/dl. The pump supplies were changed, water was consumed and insulin injections were administered to address the bg. As the bg was not stabilizing, the customer was taken to the emergency room (ER) the next morning. The customer was treated with 7 units of humalog insulin via injection. The bg decreased to 314 mg/dl. After 4 hours the customer left with a bg of 200 mg/dl. On (B)(6) 2017, the customer's condition was stable and the bg level was 164 mg/dl. A clinical diabetes specialist discussed the event with the customer and a sinus infection/allergies were thought to have been a possible cause of the high bg. The customer agreed. The pump was performing as intended.